Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported the buttons on the infusion device were not functioning. He changed the battery, and the infusion device displayed an e8 power interrupt error. The key-lock feature was not activated. No physiological effects were reported. The infusion device was requested for evaluation.